Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during transporting a patient, the machine alarmed for 'low battery' at 16:53 hours at which time the battery indicator displayed 3 bars. It was reported that at 16:54 hours, the vent alarmed for 'battery discharged' and shut down. The patient was manually ventilated and there was no patient injury reported.

Manufacturer narrative:
The provided log files were analysed. The user's observation of an unexpected battery capacity loss could be confirmed. It was investigated that other than specified there occurred an unexpected battery reduction of batteries inside (B)(4) in combination with fw1.50 and battery characteristics (B)(4). If the battery is discharged and the mains supply is missing the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A fsca has been initiated and already reported. The herein included safety note was published which the user was aware of. The user refused a preventive replacement of the battery and indicated that they would not be transporting until a final technical solution is available.

Event description:
Please see initial report.